Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is per the caller report of "beginning of october". The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following sections have been updated from initial report: h2 - if follow up, what type? H3 - device evaluated by manufacturer? H6 - adverse event problem: type of investigation, investigation findings, investigation conclusions h10 - addtl mfg narrative.

Event description:
A caller reported that the freestyle libre 2 reader would not power on with either test strip insertion or button press. The customer was therefore unable to monitor glucose or receive alarms, and developed symptoms of dizziness and faintness. The customer was treated with dextrose (grape sugar) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is per the caller report of "beginning of october". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre 2 reader would not power on with either test strip insertion or button press. The customer was therefore unable to monitor glucose or receive alarms, and developed symptoms of dizziness and faintness. The customer was treated with dextrose (grape sugar) by a third-party. There was no report of death or permanent injury associated with this event.